Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer stated that she had had high blood glucose since the night prior to the call. The customer's blood glucose was 500 mg/dl. She also had low blood glucose of 50 mg/dl. She complained of fatigue and difficulty breathing. She stated that she had been able to get her blood glucose down to 118 mg/dl. She then ate 16 units of carbohydrates, and her blood glucose rose to 477 mg/dl. The customer's most recent blood glucose was 411 mg/dl. She reported being a bit confused. She treated with manual injections. She advised that she had not been hospitalized as a result of the event but did not feel okay to troubleshoot. She declined troubleshooting for the insulin pump, stating that she preferred to program her new insulin pump and begin using that one. She declined to return the old insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.